Event description:
The customer tested her blood glucose using her contour meter and received a reading of 400g/dl.she was retested on the hospital meter and received a reading of 141mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the call ended before additional information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information (d4) could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information